Manufacturer narrative:
Product complaint #(B)(4). Complaint conclusion: as reported by the field, during a stent-assisted aneurysm embolization, an enterprise2 4mmx23mm no tip intracranial neurovascular stent (encr402300, 7507665) deployed prematurely in the unspecified microcatheter (mc). The physician removed the microcatheter and stent from the patient body. The delivery wire was found to be not connected to the stent body. A new stent was switched to complete the surgery. The microcatheter was not replaced. The procedure was prolonged for about 10 minutes. Additional information received indicated that the resistance was within a prowler select plus microcatheter (606s255x, 30952063). Treatment was to the middle cerebral artery m2 inferior trunk aneurysm, vessel was tortuous. The concomitant devices functioned as expected. Additional information received on 21-may-2023 indicated that there was a cerebral target loss with the prowler select plus mc. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) warns to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. This information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent-assisted aneurysm embolization, an enterprise2 4mmx23mm no tip intracranial neurovascular stent (encr402300, 7507665) deployed prematurely in the unspecified microcatheter (mc). The physician removed the microcatheter and stent from the patient body. The delivery wire was found to be not connected to the stent body. A new stent was switched to complete the surgery. The microcatheter was not replaced. The procedure was prolonged for about 10 minutes. Additional information received indicated that the resistance was within a prowler select plus microcatheter (606s255x, 30952063). Treatment was to the middle cerebral artery m2 inferior trunk aneurysm, vessel was tortuous. The concomitant devices functioned as expected. Additional information received on (B)(6)2023 indicated that there was a cerebral target loss with the prowler select plus mc.